Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threads on the balance sizer was not engaging and working properly, used another device on the set. Never caused any problems or time delay in surgery.

Manufacturer narrative:
Additional narrative: the complaint states; the threads on the balance sizer was not engaging and working properly, used another device on the set, never caused any problems or time delay in surgery. The investigation confirmed the complaint as reported. This root cause of this failure mode is attributed to product design. The design is not robust if the IFU is not followed appropriately. The material of the handle has been altered to reduce the chance of galling via (B)(4). It is unlikely there is a manufacturing fault. Post market surveillance is per (B)(4). The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.